Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the 95% stenosed target lesion located in the left anterior descending artery. After pre-dilation, a 3.5x20mm ion stent was advanced for treatment but the stent dislodged and was snared out of the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).